Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: on (B)(6) 2025; brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the leads had migrated. Patient was being seen in office for a routine six week postop appointment. Patient was reporting 50¿55% relief of their chronic pain, but still did not feel like they were getting enough in their low back and right hip area. The healthcare provider (hcp) ordered routine, postop x-rays, to assess lead positioning, at which time it was determined that both of the leads had moved down a full body. Patient original implant location was the top of t8 and t9, and they are now at the t8/9 interspace and bottom of t9. Physician acknowledged that they used a competitor fixate device to secure leads. Rep gave new programming and successfully captured painful areas. Nothing further planned at this time.